Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 323 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.